Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021 a 19 mm trifecta¿ gt valve was chosen for procedure. After the aortic valve replacement was completed, a transesophageal echocardiogram (tee) was performed which confirmed aortic regurgitation. Aortic cross-clamp was performed again, and the valve was explanted due to suspected prosthetic valve dysfunction (pvd). Although pvd was suspected by tee findings, there were no physical anomalies reportedly confirmed on the explanted valve. Another 19 mm trifecta¿ gt valve was implanted to resolve this event. It was reported that there was a clinically significant delay in procedure due to the valve replacement, but no serious injury, permanent impairment or damage, or other adverse events occurred. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be in stable condition after the surgery. No additional information was provided.

Manufacturer narrative:
An event of aortic regurgitation and "suspected prosthetic valve dysfunction" was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection.